Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿lips were all of the sudden swollen and lumpy and painful, the adverse events started a week and a half/ 2 weeks ago¿ after a patient was injected in the lips with one syringe of juvéderm vollure¿ xc. It was noted ¿our best guess is that they are having a delayed inflammatory foreign body reaction. It also seems like the filler is fairly superficial now and looks lumpy in the photos they have sent us, which is odd.¿ treatment is noted as ice and antihistamines. The patient was advised to see a doctor who can prescribe an oral steroid, and then dissolve the filler. Events are ongoing at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿lips were all of the sudden swollen and lumpy and painful, the adverse events started a week and a half/ 2 weeks ago¿ after a patient was injected in the lips with one syringe of juvéderm vollure¿ xc. It was noted ¿our best guess is that they are having a delayed inflammatory foreign body reaction. It also seems like the filler is fairly superficial now and looks lumpy in the photos they have sent us, which is odd.¿ treatment is noted as ice and antihistamines. The patient was advised to see a doctor who can prescribe an oral steroid, and then dissolve the filler. Events are ongoing at this time.